Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Fms vue pump, no surgery delay, no patient harm, surgery completed: swapped out pump, ship via overnight, ship to att: surgery, outflow not working. Additional information received via phone from the sales rep on june 07, 2018: the sales rep stated that there was no extravasation due to the issue was found prior to a rotator cuff repair procedure during setup. The procedure was completed with another pump with no harm to the patient or delays to the case.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received at the service center and repaired. Per service manual operational and diagnostic analysis confirmed reported issue (outflow not working). Replaced worn fingers on pressure arm housing with tip replacement kit as identified in the investigation to address the reported issue. Also replaced broken fill chamber holder. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause for the reported failure was thus identified as worn pressure arm fingers and damaged fill chamber holder. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).